Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level 40 mg/dl. Customer¿s current blood glucose was 124 mg/dl. Customer was treated with food. Customer¿s blood glucose was running in the range of 200 mg/dl. Customer also had blood glucose level of 96 mg/dl. After the sleep the customer¿s blood level was 165 mg/dl. The insulin pump will not be returned for analysis.